Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1000 mg/dl. It was stated that the customer's blood glucose was high over the weekend, and he could not get it down by bolusing. It was stated that the customer also experienced abdominal pain. Troubleshooting was performed, and the time and date were not programmed correctly. The caller did not know if the basal rates were programmed correctly. The insulin pump passed the prime and high pressure tests. Assisted the caller with the correct time and date. Advised to check with hcp regarding the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.